Event description:
Additional information received 30may2023: the complaint device was not handled or in the proximity of metal tools. It was placed transabdominally with toothless oval forceps. When placenta previa hemorrhage occurred in the patient, the amount of bleeding was estimated to be about 800ml, balloon hemostasis was used. The use of the balloon was stopped immediately after the occurrence of problems, and a new product was used to complete the procedure. The patient's total blood loss was estimated to be 2200ml.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Event summary : as reported, following a cesarean section delivery, a patient had hemorrhage due to placenta previa and lost ~800ml of blood. The physician attempted to use a 'bakri tamponade balloon catheter' to treat the hemorrhaging. After the device was placed transabdominally with toothless oval forceps in the patient, the user injected 250ml of water and found that the uterus was not being affected. The user removed the device and found a pinhole water leak in the balloon. The complaint device was not handled or in the proximity of metal tools. The use of the balloon was stopped immediately after the occurrence of problems, and a new product was used to complete the procedure. The patient's total blood loss was estimated to be 2200ml. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. Reviews of the complaint history, device history record, instructions for use, and quality control procedures, as well as a visual inspection and functional test of the device were conducted during the investigation. The complaint device was returned to cook for evaluation. The balloon was inflated with water, and water was observed to leak from two small punctures in the balloon material. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, the complaint device was determined to have been damaged from another device. However, a definitive source of the other device could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, following a cesarean section delivery, a patient had hemorrhage due to placenta previa and lost ~800ml of blood. The physician attempted to use a 'bakri tamponade balloon catheter' to treat the hemorrhaging. After the device was placed in the patient, the user injected 250ml of water and found that the uterus was not being effected. The user removed the device and found a pinhole water leak in the balloon. The user immediately stopped using the device and used a new device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.

Manufacturer narrative:
E3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.